Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A nurse reported that a patient was hospitalized on an unknown date in (B)(6) 2014, due to septicemia. On an unknown date after being admitted, the patient's treatment modality was changed from peritoneal dialysis to hemodialysis, for an unknown reason. On an unknown date in (B)(6) 2014, the patient was discharged from the hospital to a skilled nursing facility, on (B)(6) 2014, the patient experienced a cardiac arrest and expired. This nurse reported that the patient was not dialyzing, at or four hours prior to the event. There is no allegation against any fresenius product in relation to the reported event. Limited information was provided for this safety report.